Event description:
It was reported that the patient started having pain in (B)(6) 2012. She went to the doctor and had x-rays done and the doctor said her hip looked fine. She is still experiencing pain.

Manufacturer narrative:
The patient is (B)(6). At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.